Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose was 204 mg/dl. Troubleshooting was done. Customer stated she took out the insulin pump and placed it in a plastic bag while she was on a boat. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube lip and minor scratches on the display window.